Manufacturer narrative:
The device was returned to zoll medical corporation and the customer's report was not replicated or confirmed. Review of the logs showed all discharges were successful. The logs showed no indication of a device malfunction. The device passed all testing and was returned to the customer. The multi-function cable used was not returned as part of this investigation. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during functional testing, the device failed to discharge. Complainant indicated that there was no patient involvement in the reported malfunction.